Event description:
It was reported that the patient experienced delays with the current system's touchscreen, requiring multiple presses for response, and had to frequently change infusion sets due to leaky sites. Additionally, the pump had a crack affecting the screen's visibility and safety. No adverse impact to the customer's blood glucose level was reported. The customer declined further troubleshooting and assistance, and no further actions were taken.